Event description:
The pt's spouse called lifscan in 9/05 and alleged that pt's meter was missing segements. The medical affairs specialist spoke to the patient and obtained/verified the following information. In 2005 at approximately 8:30 p.m., the patient was in the shower and called out to their spouse when spouse entered the bathroom, pt was incoherent and experiencing tremors. Spouse attempted to test their blood glucose but spouse could not make out the reading. Spouse gave pt glucose solution and glucose tablets, and then called the nurse, who is onsite at the assisted living facility. Nurse tested the patient's blood glucose and the result was 41 mg/dl. The nurse gave the pt a glucagon shot and soon after their blood glucose was up to 76 mg/dl. Prior to this event, the patient attempted to test their blood glucose (time unknown) and the segments were missing. Pt was able to obtain a result in the morning and at that time pt took their set amount of 12 units of lantus and pt took a "small" unknown amount of lispro insulin, but their spouse did not know the exact amount. The lispro insulin is based on a sliding scale and the patient guessed at the amount to take on that day. The patient is hypoglycemic unaware and a brittle diabetic.